Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 while performing the final tightening with the torque drive shaft, the distal end portion of the screwdriver was slightly stripped. The other driver from the set was used to complete the case. There was no patient impact. This report is for one (1) x25 final tightener. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: concomitant device reported. H3, h4, h6: device history lot a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5119902 was released in a single batch. Batch1: lot qty of 74 units were released on 25 sep 2018 with no discrepancies. Batch2: lot qty of 136 units were released on 25 sep 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation summary background: it was reported that the dr. Was performing final tightening with the torque drive shaft and slightly stripped the distal end portion of the screwdriver. This occurred likely due to normal wear and tear. The other driver from the set was used to complete the case. The patient was not impacted by this and I have nothing further to add. Investigation flow: damage. Visual inspection: the x25 final tightener (part # 279712600, lot # gm5119902) was received at us cq. The tightener¿s distal tip was stripped and worn. The tip was twisted in the direction of tightening. The twisted/worn condition of the tip would render the device inoperable. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.